Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer has had high blood glucose levels (254 mg/dl). Customer noticed cannula was slightly bent. Pump passed delivery system check.